Manufacturer narrative:
(B)(4). Maude report number: mw5075596. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested but unavailable: please, clarify this event. Did the white tissue pad break off of the device? Did the active blade break off of the device? Were there any patient consequences due to this event? How was it determined that the blade tip was hot (or getting hotter)? Was there any burn to the patient or to the user?

Event description:
It was reported that ¿during a laparoscopic appendectomy procedure; the laparoscopic shears overheated and the inner jaw of the hand piece broke off. It was subsequently retrieved.¿ there were no patient consequences reported.